Event description:
It was reported that the patient attended the hospital to see the clinical engineer, as over the past few months her parents have noticed a loss of quality in her hearing. Testing showed a progressive damage of the electrode array. At least 4 electrodes have a hi value but 5 electrodes are marked ok with the ¿greater than¿ symbol and very high impedance values. The patient¿s symptoms seem to be related to progressive electrode array damage due to a mechanical stress.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.